Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch test strips had water in the vial upon opening. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported using oral medications including 2 tablets of metformin and 1 tablet of januvia to manage her diabetes. The patient reported when she inserted the ot ultra test strip into a freestyle meter, the meter did not turn on. The patient denied making any changes to her usual diet, activity level, or medications on the day of the alleged issue. The patient reported a couple of day after the issue first occurred she developed symptoms of "thirsty and fuzziness in the eyes." The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed there was water in the vial when the customer opened the package. The cca informed the patient that onetouch test strips are only labeled for use with onetouch meters. Replacement products were sent to the patient. This complaint is being reported because, the patient claims, due to the alleged issue, she was unable to test, therefore delaying treatment, and she developed symptoms suggestive of hyperglycemia.